Manufacturer narrative:
The catheter was returned for analysis. The catheter tip appeared to be shaped. Approximately 0.6mm of the distal tip and marker band were found missing from the catheter. This segment was not returned. The reason the segment was not returned was not provided. The tubing material located at the broken end exhibited with jagged edges and stretching. No other anomalies were observed. Based on the reported information and the device analysis, the customer¿s report of "marker band dislodged" was confirmed. The marker band and distal tip of the catheter were found to be separated from the catheter body. The broken ends exhibited plastic deformation of the tubing material (jagged edges and stretching) which indicates that catheter broke when it was pulled and exceeding the tensile strength of the tubing material. It is possible that shaping of the catheter tip may have contributed to the reported event. However, the cause could not be determined. The lot history record review showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. Per the instructions for use (IFU) warning: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damaged or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter. Steam shaping mandrel in order to maintain catheter integrity and dimensional stability of the inner diameter, it is recommended that the user follow these instructions. Warnings: shaping mandrel is not intended for use in the human body. Use only a steam source to shape the catheter tip. Do not use other heat sources. Prior to use, inspect the catheter tip for any damage that may have resulted from shaping. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel trauma or tip detachment during steering maneuvers. Remove shaping mandrel from card and insert into distal tip of the catheter. Carefully bend catheter tip and shaping mandrel to desired shape. A slight over exaggeration of the shape may be required to accommodate for catheter relaxation. Shape the catheter by holding the shaped portion approximately 1 inch (2.5 cm not less than 1 cm) from the steam source for about 20 seconds (do not exceed 30 seconds). Allow catheter tip to cool in air or saline prior to removing mandrel. Remove mandrel from catheter and discard. Multiple shaping is not recommended. Inspect the tip for any damage that may have resulted from steam shaping the catheter. If any damage is found, do not use the catheter.

Event description:
Medtronic received report of radiopaque marker not being visible when the physician started delivering the catheter from the external carotid artery. The catheter was removed and inspected, the catheter appeared not to have the radiopaque marker. A new microcatheter from the same lot was used to continue. The procedure was completed without further issue. The patient was not injured and no adverse event has been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.